Event description:
The customer contacted beckman coulter, inc (bci) to report unexpectedly high rheumatoid factor (rf) results for 26 patient samples assayed on the unicel dxc 800 pro synchron chemistry analyzer. The patient results were reported out of the laboratory. The customer reported that to his knowledge, there was no impact to patient treatment. Prior to the event, the rf reagent was successfully calibrated on the analyzer (however, before an rf calibration passed, there were five failed rf calibrations due to math error). The quality control results for rf were within the laboratory's established ranges leading up to and prior to the event. The customer sent out the 26 patient samples to a reference laboratory for rf analysis. The samples were assayed on a roche analyzer which yielded lower expected rf results for all 26 patient samples. While the rf reagent is suspected to be a contributing factor to the event, a definitive root cause has not yet been determined.

Manufacturer narrative:
Method: results were suspected to be erroneously high. Result: analysis with another analyzer confirmed that original results were erroneously high. Conclusion: a definitive root cause for the event has not yet been determined. The reagent is suspected to be a contributing factor to the event.